Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. As per email received from hospital biomed on 27-jun-2017, the iabp unit was hooked up to the system trainer and run for several hours. The problem was not duplicated, and no parts were removed or installed. The unit was returned to the department and cleared for clinical use.

Event description:
The registered nurse (rn) called the getinge cardiac assist account manager (caam) stating that she received a low vacuum alarm. Output was 1:1 and they took it to 1:2 for 3 hours. Heart rate was 115 but the intra-aortic balloon pump (iabp) was still alarming low vacuum. The caam had the rn change the iabp. No alarm noted post change. No adverse event reported.